Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the caller that the patient underwent defibrillation threshold testing (dft) where the device was programmed with only 2 ventricular fibrillation (vf) therapies on and all ventricular tachycardia (vt) therapies on. The dft's were completed and the patient was discharged. Due to 3 or more vf therapies being programmed to "off", the device began alerting. The patient was seen in the emergency room to have the alarm investigated. The device was reprogrammed to all vf settings on. The company representative stated both he and the physician failed to double check final programming before patient was discharged after the initial visit. The device remains in use. No patient complications have been reported as a result of this event.